Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report #: 1627487-2018-03282, reference MFR report #: 1627487-2018-03413. It was reported that during an ipg replacement procedure on (B)(6) 2018 (reference MFR report: 3006705815-2017-07173), it was noted that the patient's lead was not fully inserted into the header and that the lead was re-inserted into the new ipg with normal impedances. Diagnostic testing showed impedances were within normal range on both leads. Reportedly, effective therapy was restored post operatively.